Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported poor telemetry or no telemetry with recharging. The patient kept getting the reposition antenna screen. The patient also got the warning screen to recharge on the programmer. The patient was able to communicate with another external device. The patient experienced pain because there was no stimulation. The pain began on (B)(6) 2015. The indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.